Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, and cracked reservoir tube lip. No cracks noted on lcd screen.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 197 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.